Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. No further information is expected. There are two medical device reports associated with this event. This report is for the right eye.

Event description:
In a literature article, entitled "changing refractive outcomes with increasing astigmatism at longer-term follow up for infant cataract surgery," there was a report that following cataract extraction with an intraocular lens (iol) implant procedure at the age of 2.1 months, the infant patient had an unexpected outcome of increasing astigmatism, and esotropia over the course of 9.4 years. The article mentions findings of three patients with nystagmus and 58% of the total patients had reproliferation with yag laser. There are two medical device reports associated with this patient. This report is for the right eye. There are 13 medical device reports associated with this article.